Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose level was unknown. Customer states insulin pump started to vibrate at random times and it continue until changed the battery. Customer states the pump has cosmetic damage. Customer states insulin pump had crack to back side. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Toggled on and increased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.